Manufacturer narrative:
Conclusion: failure analysis could not confirm issue as reported. This issue is being reported as it cannot be conclusively stated that recurrence would not result in adverse event.

Event description:
Customer report problem with stuck button during self-test. (B) (4).